Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: were there staples missing from the staple line? Response received: I was not present for the procedure. Staff reported that surgeon felt the stapler did not deploy the staples properly. No additional information was available.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure that the surgeon attempted to fire a gst60b reload on colon, stapler was articulated. Provider stated ¿a funny sound¿ was heard, stapler would not open, and she believed the staple line was not properly formed. The team was eventually able to open the stapler with what looks like manual override function but the articulation angle could not be undone. Stapler was removed in articulated state and passed off the field. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch number: r5825l. The analysis found that one plee60a device was received with a damaged anvil. No functional test could be performed due the condition of returned device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.